Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Reported problem was able to be duplicated during power-up test. Visual inspection found that there was a broken top socket thermistor. The root cause of the reported issue was found to be customer induced. Actions were taken to mitigate the reported issue: replaced top and bottom thermistors, solenoid, gasket, and return tube. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was alarming over temperature . No patient injury was reported.